Manufacturer narrative:
Suspect medical device common name and product code: gca biliary catheter for stone removal that may also allow for irrigation and contrast injection and gca. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because the prepackaged syringe was not included in the return. A functional test was performed on the balloon using a lab stock syringe. The syringe was attached to the inflation port. When the balloon was filled with air, no leaks were present in the balloon material. Once the balloon was inflated, pressure was released from the syringe and the balloon deflated within a few seconds. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The information provided indicated the balloon functioned properly prior to use. Therefore, the balloon was functioning prior to advancement through the endoscope. The instructions for use (IFU) states, "once balloon is endoscopically visualized in duodenum, turn stopcock to open position and deflate balloon." Prior to distribution, all escort ii extraction balloon are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone removal procedure, the physician used a cook escort ii extraction balloon. The escort ii extraction balloon did not deflate in the bile duct after the bile duct stone removal procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.